Event description:
Initial reporter indicated that the patient came into the office and had "high lead impedance on normal mode and systems test", indicating a possible lead malfunction. It was reported the patient had a violent seizure "a couple of weeks ago" and after the seizure, was having neck pain and went to see a chiropractor. Diagnostic tests taken prior to this visit in 2007 had all been within normal limits. X-ray review by manufacturer did not reveal any gross lead discontinuities. Revision surgery is planned.

Manufacturer narrative:
X-rays reviewed by manufacturer. X-ray review by manufacturer yielded no lead discontinuities. Device malfunction suspected, but did not cause or contribute to a death or serious injury.